Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual and magnifying inspections obtained the following findings. The shaft had been flexed on 0 to approximately 10mm from the end of the device. This seemed to be the result of reshaping of the distal segment. On approximately 435 - 555mm and on approximately 1225mm - 1235mm from the distal end of the device, the ptfe coat layer had been sheared off, where the exposure of the core wire and partial abrasions were noted. On approximately 750 - 1000 mm from the distal end of the device, the ptfe coat layer had been sheared off, where the exposure of the core wire and partial abrasions running toward the distal end of the device were noted. On approximately 1515 - 1525 mm from the distal end of the device, the ptfe coat layer had been sheared off, where the exposure of the core wire, partial abrasions running toward the distal end of the device and a partially turned-up ptfe coating were noted. The outside diameter was measured on the undamaged portion on the uncoiled segment and verified to meet manufacturing specification. Simulation testing was conducted. A runthrough ns current product sample was exposed to some abrading force by its uncoiled segment letting to come into contact with the edge of a metal inserter. As a result the ptfe coat layer was sheared off the core wire. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint record found no other report of this nature with the involved product/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the when the involved inserter was advanced over the actual device, the uncoiled segment of the actual device came into contact with the distal edge of the inserter and abraded with it. As a result, the ptfe coating was sheared off and the core wire was exposed. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported sheared coating on the involved device during a procedure. Follow up communication with the user facility confirmed the following information: when the actual sample was inserted into the involved inserter its surface was sheared off by the edge of the distal tip of the inserter and the coating came off; and it was reported there was no harm to the patient.